Manufacturer narrative:
Update: d9 correction: follow-up report submitted to document the device was not available for evaluation. Update: h3 and h6. Device evaluation: follow-up report submitted to document the device log files were available and used to complete the investigation.

Event description:
Per the customer the scans either will not load on the unit or will load the images backwards so that when the surgeon is operating on the patient left, the navigation/CT scan is showing that they are on the patient right. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer the scans either will not load on the unit or will load the images backwards so that when the surgeon is operating on the patient left, the navigation/CT scan is showing that they are on the patient right. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.